Manufacturer narrative:
G4: 11jun2020; b4: 16jun2020. The field service engineer (fse) reports that the unit was not in use on patient. The field service engineer (fse) replaced the touchscreen to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10oct2020. B4: 12oct2020. Touchscreen assembly was return for analysis. Customer complaint verified. Resistance measurement fails. After calibration, buttons do not respond correctly. Root cause is failure of touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05 jun 2020.

Event description:
The customer reported that the some of the keys on the touchscreen is not working. The customer contacted product support and requested for service repair. The biomed reported that he has recalibrated the screen but the issue is still happening. It is unknown if the unit was in use on patient, but there was no patient harm reported.